Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient to report that the patient had a seizure and required glucagon treatment. In addition, the reporter questioned the pump setting and the accuracy of insulin deliver. It was noted that the patient¿s seizure was not related to diabetes. During troubleshooting, the inaccurate insulin delivery issue was not resolved. Animas made 3 attempts to contact the patient to complete troubleshooting and to gather more information about the incident but was not successful. This complaint is being reported because the patient had symptoms that can be suggestive of hypoglycemia while on insulin pump therapy. In addition, the reported issue (inaccurate insulin delivery) could not be resolved with training.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings:a review of the pump history indicated that the last basal and bolus deliveries occurred on 07/30/2013. There were no alarms outside normal use observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. There was evidence of visible corrosion in the battery compartment. The pump failed leak testing with a battery compartment leak. The pump casing was removed, and there was no evidence of internal moisture found inside the pump. Additionally, there was damage near the cartridge compartment threads observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.